Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump and was instructed to continue using it, advised to call back if the malfunction code recurs. Caller understood the guidance provided.